Event description:
It was reported by the rep that the (1) tct100 was used during a small bowel resection procedure. It was reported that the supply coordinator found the device in the back with a note stating that there was a problem with the staple line falling apart. It took several days to find out what the procedure was and what happened during the case. A surgeon reported that the device was to be used for a side to side anastomosis but the staple line fell apart. The sales rep questioned the surgeon about using a thick tissue 4.8 mm staper on a small bowel procedure. The rep left several messages for the surgeon involved with no response. There was no pt consequence.